Event description:
It was reported to philips that the host computer was not booting up.the device was outside clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during cerebral angiography procedure. The procedure was completed after the repair. The philips remote service engineer (rse) examined the system remotely and confirmed that the host computer was not booting up. The rse checked found the power supply was normal, rse suspect that the host pc faulty. The rse recommended onsite service for further analysis. Upon troubleshooting, the philips field service engineer (fse) system screen information, battery, fans and disk led of host pc, fse determined that host pc to be defective. To resolve the issue, fse replaced the host pc. The defective parts were returned for analysis, for host pc no malfunction was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.